Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization for high blood glucose. The blood glucose at the time of the event was not known. Customer was in the hospital due to pancreatic cancer and had pancreas removed. The blood glucose reading at the time of the report was 130 mg/dl. Nothing further was reported.